Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose of ¿0.07¿mg/day) via an implantable infusion pump. Indication for use was unknown. It was reported on (B)(6) 2016 that the patient had intermittent lockouts or bolus denied when not expecting to. It was stated there was an instance where the patient requested a bolus but the personal therapy manager (ptm) was not responding, so he replaced the "cheap batteries" he was using and then it was successful. It was stated the patient believed his pump wasn't working. It was stated the patient dropped the ptm a short distance but the apparent issue of being locked out when not expecting to had occurred before that. The logs were reviewed and the patient stated there were 10 times the bolus was refused, 27 times the bolus was successful. It was asked what the logs stated about the declines, but the patient did not know. It was stated the healthcare provider at the ER said to call and just get a new one since he dropped it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.